Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, swelling, and loosening of the tibial component.

Manufacturer narrative:
The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Review of the primary surgical notes found that the range of motion was great and stability was excellent after final implantation. Notes were received for a previous revision in which a loose piece of bone was found underneath the quadriceps tendon and removed and the articular surface was replaced. The range of motion, stability and patella tracking were excellent. Review of the second revision surgical notes found that the x-ray seemed to indicate a radiolucent line under the anterior aspect of the tm tibial component. The surgeon suspected a failed tibial component but intra-operatively, both pegs of the tibial component were still within the bone. Although the tibial component was found well fixed at the pegs, the anchoring of its anterior surface is unknown. A field action was conducted on february 19, 2015 in which zimmer biomet voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. FDA recall z-1266-2015 contains the related tibial lot number. A corrective action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. The device in question was implanted on march 17, 2014, prior to this field action.